Event description:
The respiratory therapist reported that the ventilator just stopped function and it needed to be replaced. The event logs were reviewed and testing was completed. No problem found with the equipment. No harm to the patient. It appears that it may be a user issue. Education was conducted with the therapist.